Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered during the compounding process. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the batch review found two instances of nonconformance; however, all released product met release criteria. The visual inspection identified gouges along the edge of the eva material, which were determined to have been caused during the manufacture of this product. Functional testing confirmed the reported condition. Manufacturing controls are in place to reduce the likelihood of recurrence. Should additional relevant information become available, a follow-up report will be submitted.